Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient reported that there was a bent connector pin. The patient was warm transfer to repair. On (B)(6), the patient called back and claimed that the manufacturer sent her the wrong part. The patient was angry and crying saying that she was in pain since last week, and then when the patient calmed down she finally realized the correct part was sent to her. The patient then stated that it was now working, and that she also wants adhesive discs. The patient was sent adhesive discs. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis of the product ID: 37761 lot# serial# (B)(4). Found evidence of broken connector pins. Fdc code 4315, fdm code 10, fdr code 180 and 426 applies to the recharger. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.